Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent high blood glucose (bg) levels and diabetic ketoacidosis (specific bg value was not provided). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.